Event description:
It was reported that the patient had symptom worsening of nausea and vomiting. An endoscopy was done 4 weeks ago, which showed that the anchor migrated into the patient¿s stomach. There was no indication of falls, injuries, or excessive vomiting. Impedances were performed (c/2: 292 ohms, c/3: 349 ohms, therapy impedance: 511 ohms) and the amplitude was at 7.0 volts. The leads will both be replaced by follow up physician. The patient also experienced intermittent shocking. It was noted that the patient had done well in the past with therapy. It was later reported that the leads were to be removed this friday ((B)(6) 2013), but the physician was going to wait a few weeks before re-implanting. The patient still had nausea and vomiting. Additional information received reported that both leads were removed yesterday because the electrodes migrated into the stomach mucosa and the patient¿s nausea and vomiting returned. The implantable neurostimulator (ins) was also removed. The physician planned to re-implant the patient in 4 weeks with a new system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the patient¿s stimulator that was implanted in 2009 worked well to control their nausea and vomiting until 2013, when the patient began having electrical shocking sensations from the device. Investigation showed erosion of one of the leads into the gastric lumen. The device was completely removed and replaced a few weeks later and everything seemed to be okay for a while. There was a scar in the right upper abdomen from the gastric stimulator generator box removal. There was no patient death, no patient injury, and the patient recovered without sequelae.